Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: did device not feed clips? Yes, it did. Did device feed clips sideways? Yes, it did. Did device not fire clips (jammed)? No, it did not. Did device fire malformed clips? Yes, it did. Did device fire scissored clips? No, it did not. Did device drop or eject clips? No, it did not. Was device fired over another clip or hard structure? Yes, could be that. The device cut but did not staple tissue.

Event description:
The surgeon said that in the first and second firing, the device failed. For that reason he asked for a new stapler. The tissue is torn, it can be corrected with the new stapler. No patient consequence reported.